Manufacturer narrative:
Section a3 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section e1:surgeon's name, email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to patient complaining of visual disturbance/halos. From additional information it was learnt that the lens had contributed for the intolerable halos. The lens was explanted in a secondary procedure and replaced with a non jnj lens. There was no patient injury and there was no medical/surgical intervention required. Halos have gone. The symptoms had significantly interfered with one or more daily activities. No other information is available.